Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result. The consumer went to the doctor and had a test performed there which came back positive. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "well, I believe them to be defective. I used one of the tests (I'm not asking for a refund on that test) (B)(6) and it said negative for covid. But I wasn't feeling well still on the 13th so I went to the doctor and I was positive for covid."

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result. The consumer went to the doctor and had a test performed there which came back positive. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "well, I believe them to be defective. I used one of the tests (I'm not asking for a refund on that test) on jan 11 and it said negative for covid. But I wasn't feeling well still on the 13th so I went to the doctor and I was positive for covid."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleged ¿false negative¿ when using the veritor at home (material # 256094), the batch number unknown. It was reported that customer received false negative results and then sent out pcr and comes out positive." Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The bhr and retain sample analysis could not be performed because the batch number was not provided. There was no returned product testing. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.